Event description:
During a remote follow-up, inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal. The device was performing as programmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.